Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #8 r-cem; 5510f802; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right knee was revised due to pain. Patient was converted from a cr to a ps construct.

Event description:
It was reported that patient's right knee was revised due to pain. Patient was converted from a cr to a ps construct.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: no x-rays are available for review and there is no examination of the explanted components. The description of instability with symptoms within a year of total knee arthroplasty with x-rays described as ¿nominal¿ suggests a soft tissue imbalance that was corrected with an increased constraint of the implant components. There is no evidence this clinical situation was related to factors of manufacturing or material of the initial implants. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the patient was revised due to instability. The medical review indicated: no x-rays are available for review and there is no examination of the explanted components. The description of instability with symptoms within a year of total knee arthroplasty with x-rays described as ¿nominal¿ suggests a soft tissue imbalance that was corrected with an increased constraint of the implant components. There is no evidence this clinical situation was related to factors of manufacturing or material of the initial implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.